Manufacturer narrative:
Analysis was unable to confirm the epg would not sense. Analysis was able to confirm that the display was damaged. Analysis also noted that the lower case was broken. All found defective parts were replace and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not sense and the display appeared to be cracked. The epg was returned for service. There was no patient involvement.